Manufacturer narrative:
Evaluation was performed and the reported condition of failure code 810:04 was confirmed. Failure code 810:04 was found in the event history. Inspection of the pump revealed the failure code 810:04 was due to defective pump head module. Replaced the pump head module. The pump was tested for proper operation and pump found to function properly.

Event description:
The facility reported an infusion pump with a failure code 814:04. Information was not provided regarding whether or not this event occurred during patient use. According to the hospital representative there was no patient injury or medical intervention reported. No additional information or contact was provided.